Event description:
Customer reported the insulin pump alarmed lost sensor. Customer's blood glucose level was 146 mg/dl. Troubleshooting for lost sensor was performed. Customer states the transmitter is not communicating with the insulin pump. Verified alerts in the history. The sensor was inserted on (B)(6) 2015 on the abdomen area. The sensor appears to be fully inserted and flat on the skin. Alarmed occurred after the initialization period and radio frequencies were not established. Advised to disconnect transmitter form the sensor, no damage to the connections bridge noted. Transmitter did not pass test plug. Customer removed sensor and stated it had a bent cannula. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.